Event description:
It was reported that the plastic sleeve was sheared off while trying to deploy the mammomarker into the biopsy site. The physician reported trying to remove the mammomarker and the plastic sleeve was sheared off into the breast tissue. The physician was able to deploy another marker into the biopsy site.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.